Event description:
A customer reported that the battery pack will not stay in the AED. The customer stated that she used the spare battery, and it would not stay in the AED as well. She said the AED was in storage and reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that the battery pack will not stay in the AED. The customer stated that she used the spare battery, and it would not stay in the AED as well. She said the AED kept in storage. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.